Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), defibrillation threshold (dft) testing was performed four times and was unsuccessful in converting the patient. The physician re-opened the pocket and observed that the high voltage connectors for another manufacturer's implantable defibrillation lead, were reversed in the header. The connections were corrected and dft testing was successful. No adverse patient effects were reported.